Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 568 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy, without requiring third-party assistance. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin use.